Manufacturer narrative:
Temperature board not able to keep alive the communication between the controller and the power stage. Replaced controller.

Event description:
Temperature board 1470 nm intermittently working. When working, temperature drops slow.